Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: reviews of the device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Over the period of (B)(6) 2016 to (B)(6) 2019, 14 lots were shipped to this customer for this a systems search revealed that there are no complaints associated with any of these lots. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The IFU also goes on to provided specific instructions on proper sheath removal technique. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be determined without evaluating the complaint device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a left lower extremity atherectomy procedure involving a patient of unknown age and gender, the hub of a 5 french flexor ansel guiding sheath separated upon removal of the device. Access was obtained in the right femoral artery. An unknown 0.014 inch wire and atherectomy device were used within the sheath during the procedure. The patient's anatomy was not reported to be tortuous or calcified. Latex gloves were worn and the device was activated with heparinized saline for one hour. Another sheath was used to complete the procedure and the patient's outcome was reportedly positive. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.